Manufacturer narrative:
Insulin pump passed the displacement test, sleep current test, active current test and self test. No insulin pump error alarms noted during testing. Failed battery test not confirmed. No unexpected pump error alarms noted during testing however, the formatted history file confirmed insulin pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and battery failed alarm. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.